Event description:
Hill-rom received a report from the account stating the nurse call would not send a signal. The bed was located on first floor at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested changing the side communication board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It si unk if the facility performs preventative maintenance on their beds. The account replaced the communication board to resolve the issue. Based on this information, no further action is required.